Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported loss of suction. It was reported that the suction liner was placed into the suction canister. At an unspecified time, it was reported that a loss of suction was noted. The customer contact reported that the rubber of the top of the liner looked old, expired, and broken. It was reported that when the canister was replaced, the problem resolved. The customer contact indicated that the suction canister had not bee replaced for at least seven years. No info was provided if the event occurred prior to or during patient use; however, there were no reported adverse patient effects and no reported delay of therapy critical to any patient. No medical interventions were reported. No additional info was provided.